Event description:
Caller reported a malfunction on the pump following exposure to an x-ray machine, with the device displaying a malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and due to ongoing issues preventing the pump from powering down, it was determined that a replacement pump would be sent. The customer was advised on using an alternate form of insulin therapy until the replacement arrived.